Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lead was inserted into the introducer with no anomalies or resistance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, placement of the right ventricular (rv) lead with an introducer was not possible. It was noted that with a different introducer, the rv lead did not go forward. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.